Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The date of event is estimated.

Event description:
It was reported that the initial procedure was performed to treat a de novo lesion in a 100% stenosed femoral artery. A 6x150mm supera self-expanding stent was implanted on (B)(6) 2019 and developed thrombosis at some point after the procedure. Medication was given as treatment. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.: date of event updated.

Event description:
Subsequent to the initially filed report, the following information was received: the thrombosis was discovered during a routine ultrasound on (B)(6) 2019. There were no symptoms noted. There was no clinically significant delay in the procedure. No additional information was provided.